Event description:
Patient reported left side "double capsule, leaking implant". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "ruptured" "pain" and "swelling." Device remains implanted.